Event description:
The pt reported at times, the adhesive of the infusion set headset is wet and he smells insulin. He has experienced elevated blood glucose of over 300 mg/dl. He changes the infusion set and boluses through the infusion device to lower his blood glucose. No further info is available. The pt did not require medical assistance from a health care professional or other party to address the issue. The alleged products were discarded. No product will be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report. H6: no product will be returned for eval.